Manufacturer narrative:
The device was not returned for evaluation. No sample has been received for failure analysis evaluation. No DHR review was possible since no lot or catalog numbers were provided. As part of normal product verifications, all devices were tested for leaks during manufacturing operations. The reported complaint was not confirmed. The root cause of the breakage is unknown.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2648988-2019-00023, 2648988-2019-00024, 2648988-2019-00025, 2648988-2019-00027, 2648988-2019-00028.

Event description:
This is 4 of 6 reports. A critical care clinical nurse specialist reported breakages in the system with the accudrains (unspecified product ID). Since the beginning of 2018, there were total of six breakages in the past year: four occurred near the luer lock near the indwelling/proximal end to the patient and two occurred near the distal end/near the drain itself. The date of the events was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information requested but no other clinical information has been provided.